Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was difficult to press. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. It was reported that customer needed intervention by their mother to resume insulin therapy. Customer had ketones present that were not identified to be life threatening by a health care provider. The customer continued to use the pump for insulin therapy.